Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap bent and leaked after use. The following information was provided by the initial reporter: bent needle. After the insulin injection, needle bending and drug leakage were found.

Manufacturer narrative:
H.6. Investigation: one sealed 32g x 4mm pen needle sample and one photo was returned from lot. No. 9085976, cat. No. 320566. Visual examination was carried out on the returned sample and photo and a bent patient end of cannula was observed. No manufacturing related issues were observed. Due to the condition of the sample no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap bent and leaked after use. The following information was provided by the initial reporter: bent needle. After the insulin injection, needle bending and drug leakage were found.